Manufacturer narrative:
H3, h6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the depth gauge has sheared off rendering the device inoperable. The device was manufactured in 2019 and shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during set up/ inspection the tip of the evos small 3.5mm depth gauge short was found to be broken. No pieces fell into patient. Issue was noticed before the case so tip probably broke off during sterile processing. There was no delay. A s&n back up device was available to complete the procedure.